Event description:
The user facility reported that when staff members attach the anesthesia armboard to the surgical table, metal splinters from the armboard's joint area are causing pain and bleeding on some employee's fingers. The employees reported their injuries to the hospital safety committee. It is unknown whether medical treatment was sought or administered due to the injuries reported.

Manufacturer narrative:
A steris district service manager visited the user facility, inspected the armboards and confirmed the armboards exhibited fracturing typical of an upward force. Splintering or cracking of the lamination on the carbon fiber may occur if the table is articulated in "flex" or "reflex" position and an upward force is exerted on the armboard. The anesthesia armboard operating instructions contain the following warning, "warning - safeguard patient: cracked or splintered surfaces may cause injury. Inspect all surfaces and hardware of armboard prior to use. Damaged armboard must be replaced. Read and understand all instructions prior to using the anesthesia armboard. Do not use equipment if worn, damaged, or pieces are missing." The armboards subject of the reported event have been removed from service and replacement armboards have been provided. No further issues have been reported.